Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The journal of neurological surgery published the case of a patient presenting with a ruptured anterior communicating artery (acom) aneurysm. The aneurysm was accompanied by pseudoaneurysm. A coil was selected as a framing coil, and it was attempted to be placed only in the true aneurysm, but it protruded to the pseudoaneurysm. Therefore, the coil was deployed in the entire aneurysm involving the pseudoaneurysm. Some coils (subject device) were added in the aneurysm and the procedure was finished with a neck remnant. A computer tomography (CT) after the procedure revealed worsening of the presenting subarachnoid hemorrhage (sah). In the physician's opinion, re-bleeding probably may have occurred during the procedure or immediately after the procedure. Approximately 9 days post procedure, the patient passed away due to uncal herniation. No further information is available.

Manufacturer narrative:
Two of 2 reports filed for coils implanted. Subject device remains implanted.

Event description:
The journal of neurological surgery published the case of a patient presenting with a ruptured anterior communicating artery (acom) aneurysm. The aneurysm was accompanied by pseudoaneurysm. A coil was selected as a framing coil, and it was attempted to be placed only in the true aneurysm, but it protruded to the pseudoaneurysm. Therefore, the coil was deployed in the entire aneurysm involving the pseudoaneurysm. Some coils (subject device) were added in the aneurysm and the procedure was finished with a neck remnant. A computer tomography (CT) after the procedure revealed worsening of the presenting subarachnoid hemorrhage (sah). In the physician's opinion, re-bleeding probably may have occurred during the procedure or immediately after the procedure. Approximately 9 days post procedure, the patient passed away due to uncal herniation. No further information is available.